Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unexpected reset issue was verified, but no issue was identified. The battery issues could not be verified.

Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that the battery gauge was fluctuating. The customer's blood glucose was 286 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3: device not returned.